Event description:
A peritoneal dialysis (pd) patient reported having a catheter that broke. The patient said it wasn't a connector issue but did not provide any further details. In a follow up, a facility administrator reported that there was a disconnection and fluid leak during the patient's pd treatment. The patient awoke to fluid in the bed. It was discovered that the transfer set had disconnected from the patient's catheter. It was unknown when or how the disconnection happened. The patient went to the clinic and had a new transfer set put onto the catheter. The patient was given prophylactic antibiotics. The patient did not have any harm, intervention or adverse event associated with the disconnection. The patient is using the same cycler. The transfer set was discarded.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported having a catheter that broke. The patient said it wasn't a connector issue but did not provide any further details. In a follow up, a facility administrator reported that there was a disconnection and fluid leak during the patient's pd treatment. The patient awoke to fluid in the bed. It was discovered that the transfer set had disconnected from the patient's catheter. It was unknown when or how the disconnection happened. The patient went to the clinic and had a new transfer set put onto the catheter. The patient was given prophylactic antibiotics. The patient did not have any harm, intervention or adverse event associated with the disconnection. The patient is using the same cycler. The transfer set was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported having a catheter that broke. The patient said it wasn't a connector issue but did not provide any further details. In a follow up, a facility administrator reported that there was a disconnection and fluid leak during the patient's pd treatment. The patient awoke to fluid in the bed. It was discovered that the transfer set had disconnected from the patient's catheter. It was unknown when or how the disconnection happened. The patient went to the clinic and had a new transfer set put onto the catheter. The patient was given prophylactic antibiotics. The patient did not have any harm, intervention or adverse event associated with the disconnection. The patient is using the same cycler. The transfer set was discarded.

Manufacturer narrative:
Correction: h.5.